Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00834. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician met resistance while advancing a ruby coil through another manufacturer's catheter and was removed. Upon removal from the microcatheter, the pusherwire of the ruby coil became kinked and it was not used again. The procedure continued using a new ruby coil; however, the resistance was met while advancing through the catheter. Upon withdrawal, the ruby coil became stuck inside the microcatheter and it unintentionally detached. The physician successfully removed the microcatheter with the detached ruby coil inside. Upon removal, the physician noted that the wrong sized microcatheter was being used. The procedure successfully continued using another manufacturer's microcatheter and coils. There was no report of an adverse effect on the patient.